Manufacturer narrative:
Sections with additional information as of 25-jun-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were returned for evaluation; product was returned with used strips, unable to investigate. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. H10: most likely underlying root cause: mlc-9: user error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call on 16-mar-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Test strips vial was returned for evaluation. Pending qc evaluation. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for used test strips in vial. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result. The product is stored improperly is in the kitchen cabinet. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 06/19/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.